Manufacturer narrative:
(B)(4)

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. There were concerns regarding the continual increase in measurements. The remote monitoring system data was reviewed and revealed that the last out of range measurement was detected on (B)(6) 2014 and the value was just over 125 ohms. Shock impedance trending revealed that the impedances are between 100 ohms and 125 ohms. This lead is a single coil lead which is known to have shock impedance measurements trend on the higher side. The impedances have been stable and within normal variation. All other rv lead measurements were normal and sensing was stable. There was no evidence of noise on the electrograms. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.